Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi). The bi was incubated for 24 hours. The concomitant load was released for use. The load items released were a 5mm scope and a respiratory cord . There was no injury or harm associated with the issue. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer date: 02/10/2014. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of ''suspected positive bi¿ was reviewed from june 2013 through may 2014. The risk is categorized into "broadly acceptable". Trending analysis for the product code of ''load not recalled' was reviewed from june 2013 through may 2014. The risk is categorized into "broadly acceptable". Trending analysis by lot number was reviewed from 02/10/2014 to 05/01/2014. There were no similar complaints against this lot within this timeframe. The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated with positive bi is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. The suspect bi was not available for return. However, thirty-two retains cyclesure® bi(s) were submitted for functional evaluation. Functional specification was met. Suspected positive bi - the cause of the suspect positive bi cannot be cannot be determined based on the available information. There does not appear to be a functional issue with the lot since the retained product met specification. Sterrad® malfunction was also eliminated as a contributing factor since parametric release parameters were met. The cycle passed and the ci disc changed appropriately after processing. The customer also indicated that the precedent and subsequent bis were negative for growth. Customer reported that product IFU was followed and confirmed ampoule integrity prior to processing. Details of the specific make/model of devices in the load are not available. Load not recalled ¿ the product malfunction code of 'load not recalled' was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since this code is used for medwatch reporting purposes. Insufficient information is available to determine the most probable cause of the positive bi. Tracking and trending data has not identified a trend that requires further investigation. As a result, root cause evaluation will not be performed. The customer was advised to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s) and to thereafter repeat the test with a second sterrad® cyclesure® 24. No further action is required at this time, however, the issue will continue to be tracked and trended.